Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. The overall length of the device was measured and found to be within specification; the constrained stent length on the delivery catheter measured 14 cm.. No issues were noted with the profile of the device. During analysis, it was possible to partially deploy, re-constrain, and fully deploy the stent without issue. There was no issue in the movement of the outer sheath proximally or distally. There were no issues noted with the profile of the deployed stent or the inner lumen. The deployed stent was placed on a mandrel, measured, and found to be within specification. In addition, the ro marker bands were found to be in the correct location. The condition of the returned device was not consistent with the complaint of an issue with the catheter length. No issues were found with the returned device and the device was found to be within all specifications. The complaint was not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprosthesis was used during an ercp procedure on (B)(6), 2011. According to the complainant, the patient presented with a 4.5cm stricture within the common bile duct. The physician decided to use a 10mm x 80mm stent to bridge the stricture. However, after opening the stent, the physician measured the length of catheter and found it to be 14cm. The physician worried it was too long for placing along the common bile duct. The physician alleged that the catheter was longer than previous 80mm wallstent that he used. As a result, the 80mm wallstent was never used in the patient. The physician completed the procedure with a 60mm wallstent that was "more suitable". The procedure was successfully completed and there were no patient complications reported. Although the physician is alleging that the catheter of the device was too long, the measurements provided indicate that the physician was measuring the constrained stent, which can measure 140mm while constrained on the delivery catheter. Furthermore, the decision to use a shorter 60mm stent because it would be more "suitable" suggests that the 80mm stent would have been too long for the patient's anatomy. Despite this, the physician still alleges that the problem was the catheter length and there was no issue with the stent. Due to the ambiguity surrounding the physician's complaint, boston scientific deemed this a reportable event.

Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprosthesis was used during an ercp procedure on (B)(6) 2011. According to the complainant, the patient presented with a 4.5cm stricture within the common bile duct. The physician decided to use a 10mm x 80mm stent to bridge the stricture. However, after opening the stent, the physician measured the length of catheter and found it to be 14cm. The physician worried it was too long for placing along the common bile duct. The physician alleged that the catheter was longer than previous 80mm wallstent that he used. As a result, the 80mm wallstent was never used in the patient. The physician completed the procedure with a 60mm wallstent that was "more suitable". The procedure was successfully completed and there were no patient complications reported. Although the physician is alleging that the catheter of the device was too long, the measurements provided indicate that the physician was measuring the constrained stent, which can measure 140mm while constrained on the delivery catheter. Furthermore, the decision to use a shorter 60mm stent because it would be more "suitable" suggests that the 80mm stent would have been too long for the patient's anatomy. Despite this, the physician still alleges that the problem was the catheter length and there was no issue with the stent. Due to the ambiguity surrounding the physician's complaint, boston scientific deemed this a reportable event. This event has been deemed non-reportable based on the investigation results.